Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump has unresponsive buttons. The customer declined to have the insulin pump replaced. Customer requested to speak to someone about upgrading to another insulin pump. Advised customer to monitor insulin pump and to call back if issues persist. Nothing further reported.